Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the core wire was fractured. The distal tip including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve (hts) measured 6.5in. A small portion of the hts was cut back to reveal the core wire. The core wire was bent at the location of the fracture. Sem lab analysis concluded the core wire fractured due to ductile torsion/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire tip detached. The 100% stenosed target lesion was located in the heavily calcified peroneal artery. The journey guide wire was advanced into the patient. After 5-10 minutes of attempting to ¿drill through¿ the occlusion, a 5mm portion of the guide wire tip detached. A second journey guide wire was then advanced, but was not successful in crossing either. Additional failed attempts were made with more than one non bsc cto guide wires. No attempt was made to remove the journey guide wire tip and the physician is not concerned with embolization as the tip is lodged in the total occlusion of the peroneal. The procedure was not completed. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire tip detached. The 100% stenosed target lesion was located in the heavily calcified peroneal artery. The journey guide wire was advanced into the patient. After 5-10 minutes of attempting to "drill through" the occlusion, a 5mm portion of the guide wire tip detached. A second journey guide wire was then advanced, but was not successful in crossing either. Additional failed attempts were made with more than one non bsc cto guide wires. No attempt was made to remove the journey guide wire tip and the physician is not concerned with embolization as the tip is lodged in the total occlusion of the peroneal. The procedure was not completed. There were no additional patient complications reported and the patient's status is ok.